Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt would not communicate with a monitor. Upon investigation, there was an open along the orange (+5v) wire inside the trunk cable. The cause of the test failure is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it was causing service code 204 (belt/monitor unuseable).